Manufacturer narrative:
(B)(4). Upon reassessment, it was identified that the product was not invovled in the reported event. The report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Report source, foreign ¿ events occurred in the (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial procedure. Subsequently, the patient was revised because the patient had lower limb prosthesis infection which transmitted to humeral prosthesis causing sinus discharge. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.